Manufacturer narrative:
Dentsply sirona became aware of a serious injury with an implant due to a malfunction of a tool during surgery that occurred while using astra tech implant system ev os. This report is for the dental implant device. The dental tool device report was submitted under MFR report#: xxxxxxx. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss due to a tool malfunction.